Event description:
Received info stating that customer received multiple occlusion alarms. The customer's blood glucose level was impacted. During troubleshooting between the manufacturer and the customer, blood was observed in the cannula by the customer.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.